Event description:
It was reported that during a gynecological procedure, part of the jaw came off the device. It was noted that the jaws were still attached. No pieces in the patient. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted, and a small portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Although the advance tissue technology not available did show up during testing, the device was used only on one generator, therefore, this message should not have been displayed during testing. No conclusion can be reach on why the message was displayed.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.